Event description:
Information was received from a healthcare provider (hcp) regarding a patient who received an unknown drug in an implantable pump for pain management. The patient's pump alarmed on (B)(6) 2016. Upon interrogation, it was determined a motor stall occurred; device failed (broke, could not get it to work, or stopped working). The event required pump replacement. Additional information was requested from the healthcare provider (hcp), but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Please review attached medwatch for received from the healthcare provider.